Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they stopped using their ins 2 or 3 years ago because the ins would shock them when they turn the therapy on. Patient reported that even with the stimulation at 0 they would feel shooting pain in their left insides going up so they decided to turn their therapy off. Patient stated they notified their hcp and were told they needed the ins replaced but they could not afford a replacement, so they decided to keep the current ins and just turn the therapy off.